Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having multiple low speed advisory alarms while they were on the ac cable. The patient was switched to batteries and the ungrounded cable. X-rays were taken of their driveline. Log files confirmed low speeds on (B)(6) 2022 that occurred only on the power module and indicated short to shield of the driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low speed events which appeared to be consistent with a potential issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log files recorded multiple low speed events on 10mar2022 while the patient was connected to the power module. The submitted x-ray images were reviewed which showed no areas of concern for dl damage. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, ¿patient care and management¿ (under pump performance monitoring), covers wear and tear to the percutaneous lead. Section 7, ¿alarms and troubleshooting,¿ addresses all system controller alarms and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.